Manufacturer narrative:
The needle was returned for evaluation. Evaluation confirmed the peeling.

Event description:
It was reported that the pedicle access needle's insulation peeled off during the l5-s1 spinal fusion. No other pt complications were reported.